Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an alert for non-sustained lead noise. The device was post-paced t-wave oversensing, which was noted on a stored real-time egm. Programming changes were made with no further issues.